Manufacturer narrative:
The reporter indicated that three additional catheters had broke previously; however, he did not have any additional information regarding these events. Without a lot number we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. One used 26 gauge catheter, in two pieces, was received for evaluation. Portion 1 consisted of the molded junction and a slight portion of catheter tubing approximately 4.97mm extended beyond the nose of the molded junction. The catheter tubing was in the correct manufacturing placement within the oval disk. Portion 2 consisted of a piece of catheter tubing approximately 41.6cm in length. Portion 1: microscopic examination confirmed that the area of separation exhibited cracks to the silicone molding, damaged jagged edges and on an angle. Portion 2 confirmed that the area of separation exhibited jagged edges. No other damage or abnormalities were noted on the unit returned. Conclusions: the engineer confirmed that portions 1 and 2 were separated from each other. The damage noted is characteristic of a separation (jagged edges) caused by stress to the catheter. The bd first PICC catheters are 100 percent pressure test (flow/leak) to insure the catheter has no leak or occlusions prior to acceptance. A pull test is performed per the specifications to insure catheter strength and integrity. (B) (4) (B) (4).

Event description:
During removal, the catheter broke below the nose of the oval disk.